Manufacturer narrative:
The insulin pump was received with partial display due to moisture damage on the electronic assembly. The displacement test could not be performed due to the moisture damage anomaly. The device also had a scratched lcd window, cracked display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into the pool wearing the insulin pump. Blood glucose value was 92 mg/dl. The customer stated that the device did not have cracks, but fluid could be seen under the lcd display. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.